Event description:
"It was reported that during surgery, the tyvek sheet delaminated upon opening, therefore, the screw could not be taken out from the package. Another screw of the same size was fortunately available, thus the procedure was managed by it. The surgeon pointed out that if no same size screw was available, it would be a great risk to the pt, therefore, the package issue should be solved even if the incident rate is low."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.